Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up loss of capture was detected due to exit block. A revision was scheduled the system was reprogrammed. No adverse patient effects were reported. The revision took place. The right ventricular (rv) lead was replaced and it was noted that there was a possible issue with the helix of the rv lead. It was suspected the helix of the lead was never fixated properly since the initial implant. The implantable cardioverter defibrillator (ICD) remains implanted while the rv lead will be returned. No additional adverse patient effects were reported.